Event description:
It was reported that the patient's right ventricular lead exhibited noise, low r wave sensing amplitude, abnormal impedance, and high capture threshold. The patient received inappropriate shock as a consequence. The reported lead was explanted (B)(6) 2024. The patient is recovering from procedure.